Event description:
A distributor from france reported that a customer's battery was not charging and the customer decided not to return the pump. There was no adverse impact on the customer's blood glucose level. Further information about the incident or corrective actions was not provided.